Event description:
During in house inspection it was reported that the hinge was broken. The housing opening could cause the non-sterile battery to be exposed to the sterile field. There was no patient involvement, no adverse consequences, no medical intervention and no procedural delays.